Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance and loss of ability to pace which was likely due to lead conductor damage. The lead was surgically abandoned. No additional adverse patient effects were reported.